Event description:
It was reported that a patient underwent an atrial fibrillation ablation which include a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced asystole that required CPR and impella placement. During the case, asystole was noticed in the patient, when the ventricle stopped moving. It was noticed on intracardiac echocardiography (ice), that the patient's ventricle had stopped moving. Cardiopulmonary resuscitation (CPR) and chest compressions were administered to the patient, and a code was called. An impella pump was then implanted in the patient. The physician does not believe that any bwi products were the cause of the issue. Additional information received indicated that the physician's opinion on the cause of this adverse event was that it was patient condition related. The patient condition has improved. Other relevant history includes heart failure with an ejection fraction of 30%.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation which include a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced asystole that required CPR and impella placement. During the case, asystole was noticed in the patient, when the ventricle stopped moving. It was noticed on intracardiac echocardiography (ice), that the patient's ventricle had stopped moving. Cardiopulmonary resuscitation (CPR) and chest compressions were administered to the patient, and a code was called. An impella pump was then implanted in the patient. The physician does not believe that any bwi products were the cause of the issue. Additional information received indicated that the physician's opinion on the cause of this adverse event was that it was patient condition related. The patient condition has improved. Other relevant history includes heart failure with an ejection fraction of 30%. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31200706l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The physician's opinion on the cause of this adverse event is patient condition. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).